Manufacturer narrative:
(B)(4). Concomitant medical products: sheath: 6fr, 8fr, 10fr, 16fr, proglide suture (x2) , heparin. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported failure to achieve hemostasis; however, the patient effect of tissue damage and the treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose proglide device is filed under a separate manufacturer report number.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with proglide devices, using a preclose technique, via a 6fr sheath, prior to a transcatheter aortic valve implantation (tavi). Reportedly, after the tavi procedure was competed, the first proglide knot was tightened without issue. The second proglide suture broke through the vessel while the knot was tightened. A third proglide suture did not achieve hemostasis with the first knot. The damage to the vessel was significant. An 8fr, then 10fr and finally a 16fr sheath temporarily achieved hemostasis. A cut down was performed to surgically repair the vessel and achieve hemostasis. There was a clinically significant delay in the procedure. The physician is reportedly in-training in the use of the proglide device and the preclose technique. No additional information was provided.